Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. Peritonitis was manifested by cloudy effluent and abdominal pain. On the same day, the patient was hospitalized for the event. The patient was treated with vancomycin (route, dose, frequency and duration not reported) for peritonitis. The patient was discharged from the hospital approximately five days after admission. At the time of this report, the patient was recovered from the peritonitis event. Peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis therapy. The patient was retrained on aseptic technique. No additional information is available.